Event description:
Initial reporter indicated that they had been implanted with the vns for a couple of years, and when the vns goes off it "chokes him." Reporter indicated "he had a cold last week and it stopped him from breathing for 30 seconds and he turned device off. Patient reports he turned the device back on." Good faith attempts are being made to the pt's physician for additional details surrounding the reported event.